Event description:
Biomet orthopedics received preliminary clinical data from dr. (B)(6) regarding patients enrolled in a mom clinical study. It was reported that a patient underwent a left total hip arthroplasty on (B)(6) 2007. During post operative monitoring and testing, a mixed mass was noted. The mass measured 1.8 x 1.5 x 1.2cm on the lateral area of the left hip. These findings were found due to follow up testing. No further information has been provided at this time.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2013-02411-1 and 05244/05246).